Manufacturer narrative:
Trackwise ID(B)(6) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring had a clean break. Hospital isn't sure how it happened but it was early in the harvest. Nothing was left in the patient and no patient effects. They had the setting on 2,5 and doesn't think they cut the c-ring. They opened a new kit to finish the case.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 09/26/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.